Event description:
It was reported the right atrial (ra) lead exhibited elevated/abnormal impedance one day prior to and the day after the patient was found unresponsive at home. The patient is deceased and died of unrelated causes. The status of the lead is unknown. The patient was a participant in the product surveillance registry clinical study.